Event description:
Pt was revised to address disassociation of the head from the stem. Surgeon wants taper inspected on head and humeral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.